Manufacturer narrative:
=The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. This is one of four reports (3007042319-2013-00082, 3007042319-2013-00083,3007042319-2013-00084, 3007042319-2013-00085) submitted for devices related to the same event.

Event description:
On (B)(6), the patient was found by a family member with a high priority alarm and both batteries disconnected. The patient was reported to be dizzy and confused. Of note, the patient suffers from dementia and was not able to remember how the batteries became disconnected. Ems responded and re-connected the batteries. And the patient was transported to the hospital. According to the log files reviewed by the site, the pump stop lasted for approximately 30-45 minutes. It was also noted in the log files that, prior to this event, the patient had experienced the batteries switching from one port to the other on the controller. This was occurring even when they were 75% charged or full. He had also experienced several short pump stops. The patient had taken no action and did not report these events to the site. All four batteries and the controller were tested by the vad technician at the site and he was able to reproduce the battery switching event on all four batteries. The batteries were removed from the patient and a new set of batteries were supplied. The event resolved and the patient is reported to be in stable condition.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the batteries met all requirements for release. Functional analysis of the batteries revealed that four ((B)(4)) of the five returned batteries contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming. This is one of four reports (3007042319-2013-00082, 00083, 00084 and 00085) submitted for devices related to the same event.

Manufacturer narrative:
It was reported that the patient experienced premature power switching events and a loss of power on (B)(6) 2013. The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of the receiving inspection records confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the unit passed visual inspection but failed functional testing due to a faulty internal cell pair. During testing, the battery exhibited early depletion of a cell pair within the battery which caused the voltage to drop below the minimum voltage threshold. Log file analysis revealed that the controller, (B)(4), contained an old software version that does not record the battery serial ID, safety alert words (saw) values or battery cycle counts. As a result, power switching events could not be confirmed. Review of the event file revealed three controller power up events on (B)(6) 2013, occurring at 22:20:06, 22:41:41 and 22:25:55. The data point prior to the losses of power, at 22:07:14, revealed that a controller ac adapter was connected to power port one (1) and a battery with ninety-four percent (94%) relative state of charge (rsoc) was connected to power port two (2). An alarm was not recorded near the controller power up events. The reported event stated that the patient was found with batteries disconnected. This may suggest that patient had recently exchanged the controller ac adapter with a battery. Based on the available information, the most likely root cause of the reported premature power switching and the loss of power event can be attributed to batteries with faulty internal cell pairs. Heartware has opened an internal investigation to address batteries with faulty internal cell pairs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of four reports (3007042319-2013-00082, 3007042319-2013-00083, 3007042319-2013-00084, and 3007042319-2013-00085) submitted for devices related to the same event.